Manufacturer narrative:
The patient faced incontinence and leakage post surgery. There was no serious injury or death involved with this event. The event is reported to the FDA as manufacturer sees this as a conservative approach and will keep FDA posted if there is any further information regarding this complaint.

Event description:
After the optilume procedure, patient complained about having urinary incontinence and having leakage especially when active. Patient did not have incontinence before procedure. Patient said that they must use leakage pads or urinary drainage cup with collection bag.